Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) of 530 mg/dl which was addressed with the customer changing the infusion set and correction bolus via pump. Cause for bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.